Manufacturer narrative:
While removing the angioguard after stent deployment, it was reported that the filter basket caught on the stent. The physician had to re-advance the basket and then retract it again in order to successfully remove the filter basket. There was no debris in the filter basket. The stent was not on a bend and there were no struts uplifted on the stent that might have caused the retrieval difficulty. There was no reported pt injury. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. Without the return of the actual device in question for eval, it is not possible to determine an exact cause for this incident. A review of the device history records relative to the manufacturing, inspecting and packaging of lot was completed. The history records indicate this product was final inspection tested and determined to be acceptable.

Event description:
While removing the angioguard, the filter basket caught unto the stent. The physician had to re-advance the basket and then retract to successfully remove the filter basket. There was no debris in the filter basket. The stent was not on a bend. There were no struts uplifted on the stent that could have caused the retrieval difficulty. There was no harm to pt.